Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, it was noticed that only the first band would deploy. The second band could not be deployed and had jammed with the other bands. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, it was noticed that only the first band would deploy. The second band could not be deployed and had jammed with the other bands. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the nurse. The physician is: (B)(6). Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned for analysis. It was also noted that the ligator head returned with five bands attached which were moved out from its original positions and were overlapped. Additionally, one remained part of a broken band returned overlapped. Further examination shows that the ligator head teeth were bent. No other issues with the device were noted. The reported event was confirmed. Based on the investigation of previously reported similar events, boston scientific has determined the most probable root cause for this event was traced to the manufacturing process. This problem is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.